Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 2019-07-01 is being reported, however new information from customer was received on (B)(6) 2019 that made this complaint reportable. Investigation summary: one (1) sample was received from the customer for investigation. The returned sample was examined using 10x magnification. There was no damage observed, the bevels were good, and the etch was good. No defective grind and no hooks were observed. Additionally, the sample was visually examined and were found to be clogged as light was not able to pass through the needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 6th related complaint reported with the defect/condition of needle clogged / blocked for lot #9056887 item #990193. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: bd acknowledges that light was not able to pass through the returned sample indicating that the needle is clogged / blocked. This is the sixth (6th) reported complaint for this non-conformance for this batch; however, the total number of occurrences was not reported for any of the complaints. Therefore, it cannot be determined if this one (1) occurrence would exceed the acceptable quality limit (aql) of ¿clogged cannula = 0.10% aql¿ for the batch or not. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the needle was clogged with a bd needle precisionglide¿ 30 x 1/2 in. The following information was provided by the initial reporter, translated from (B)(6) to english: I bought a box of needles bd 30g x 1.2 lot 9056887, but several needles came without a flat bevel, so no utility, we had to discard more than 10 needles in surgery of that lot because there is no exit hole. Additional information provided on 2019-08-13: I talked to customer by phone, and she confirmed that the defect of the product is needle clogged.